Manufacturer narrative:
The device was returned to olympus for evaluation, the customer¿s reported issue was confirmed. The evaluation found the rubber has a scratch/due to crack on connector, water tightness was lost/due to wear of angle wire, the play of up/down knob is out of specification/adhesive on a rubber has a chip and rubber has white clouded area and due to clogging of nozzle, water removal ability does not meet specification/paint on cylinder is peeled/image guide protector had a scratch. It was explained to the facility that fibers may have adhered to the air and water supply button and entered the nozzle. The root cause could not be determined; the investigation is pending. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that foreign matter was found in the gastrointestinal videoscope. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The customer confirmed they cleaned, disinfected, and sterilized the product before sending it to olympus. The customer did not know when the foreign material adhered to the endoscope. It¿s a possibility from using gauze and towels for wiping. There was no delay in the start of precleaning. There was no abnormalities in the accessories used for reprocessing. The customer flushed the air/water nozzle with water and air; immersed the endoscope in the detergent solution; wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges; and flushed the air/water nozzle with the detergent solution. They mentioned the possibility that fibers adhered to the air supply button and entered the nozzle. Based on the results of the investigation, the foreign material could not be identified. The event can prevented by following the instructions for use which state: "chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system as below. [Inspection of the endoscope] -inspect the air/water nozzle at the distal end of the endoscope for any irregularities such as abnormal swelling, bulges, and dents. [Inspection of the objective lens cleaning function] ¿inspection of the water feeding function -keep the air/water valve¿s hole covered with your finger. -depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.